Event description:
It was reported that a new ilet user experienced persistent hyperglycemia with blood glucose readings around 400 mg/dl for several hours after a new infusion set and cartridge were placed, with approximately 79 units of insulin remaining and use of a teflon inset with 23-inch tubing; troubleshooting included disconnecting the tubing, inspecting the cartridge for leaks, confirming immediate insulin drops at the tubing, and advising removal of the infusion site to check for a bent cannula, after which glucose trended down from about 400 mg/dl to 300¿370 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported injury, no alerts or alarms, and no hospitalization. Investigation included guided user troubleshooting focused on delivery pathway integrity and cannula condition. Investigation of this case revealed no confirmed device malfunction and raised the possibility of an infusion-site or cannula insertion issue given the improvement after site intervention and observed insulin flow from the tubing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.